Manufacturer narrative:
This report is submitted on june 10, 2022.

Event description:
Per the clinic, the patient experienced electrode migration and no sound with device use (specific date not reported). Neural response telemetry was attempted; however, no measurements were obtained. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 05, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on august, 15, 2022.